Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (vestibular bone wall too thin or non-existent), undersized implant bed, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility. Same patient as (B)(6).